Manufacturer narrative:
A report was received indicating the presence of debris within a syringe. To support the investigation, one sample with an opened packaging blister and a photograph were submitted for evaluation by the quality team. Upon visual inspection, a speck of embedded degraded resin was observed in the syringe barrel. The speck measures approximately 1/32 inch and is located about 1/8 inch from the syringe barrel flange. The accompanying photograph depicts the top web of the packaging blister. No additional defects or irregularities were identified. The presence of degraded resin embedded in the component is typically associated with startup conditions or intermittent occurrences during the injection molding process. During these times, degraded resin may dislodge and become incorporated into molded components. A review of the device history record was conducted for material number 309653, lot 5154158. The review did not reveal any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned sample, the condition reported by the customer has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material #(B)(4) batch #5154158. Verbatim: we have another one for you. This one is regarding a report from pharmacy of a 50ml syringe (manuf# (B)(4), lot# 5154158) with a fleck of debris in the barrel of the syringe. They kept the product and the photo is below. This occurred on 10/08/2025.